Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother reported that the transmitter was snapped into the sensor pod when the sensor was removed. No additional event or patient information is available.